Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad lld contact spring and the tip pick-up adjustment was off in the reported problem area of the pipette assembly. The lld contact spring, tip clamp, and plunger clamp were replaced. The tip pick-up was adjusted to specifications. The instrument was inspected, tested without further problem, and returned to service.